Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device hub was disconnected from tube and it was a product defect. The tube was covered in vomit at the time it was disconnected as noted. It was reported that, the physician had to perform a tube exchange. Tube was contaminated therefore was disposed of. No harm came to the patient.